Manufacturer narrative:
Concomitant medical products: 5024m-58 lead, implanted (B)(6) 1995. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead warning for low impedances on the right atrial (ra) lead that had resulted in a switch to unipolar mode in the past. The ra lead will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.